Event description:
Spouse reported that customer was admitted as an inpatient to a hosp for low blood glucose. Spouse stated there was a possibility that customer was priming and never stepped the prime and was inserted into the body.